Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the patient had a revision on the right asr resurfacing hip implant. The previously reported condition remains unchanged.

Manufacturer narrative:
Corrected/updated data: (date of report); (event description); (implant date); (date received by manufacturer); (remedial action indicated); (correction/removal number). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
Update 8 september 2015: updated as legal with (B)(4), added manufacture and expiry dates for products. Taken from kennedy alert 4 sept. 2015.

Event description:
The patient was revised to address alval.